Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient went to the emergency room with hyperglycemia. The patient's blood glucose levels reached >250 mg/dl while wearing the pod. It was also reported that the pod gave a delivery restriction alarm. The patient was treated with IV (intravenous) fluids and insulin. The patient was released after a few hours. The pod was worn when seeking medical attention.